Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bent pins at the connector were readjusted. The system was tested and found to be working as intended and put back into service.